Event description:
The patient also mentioned they had an abbott spinal cord stimulator and sometimes they could feel a buzzing down their legs but they could adjust that. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).